Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported performance - assembly incorrect component.seven unopened samples were returned for analysis. The issue sample was not received for evaluation.during the visual inspection of seven unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along strand and no defects or damage were noted. A functional test was performed on the sample and the diameter met the requirements. No incorrect component was observed.the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no assembly - incorrect component were found.representative samples returned to support investigation of 2 device issues captured in reports 2210968-2018-75679 and 2210968-2018-75678. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there issue with the suture diameter along the body of brand new suture product and noticed upon opening package? Or was the suture damaged/frayed/deteriorated inside of the package causing the suture to look thin?

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. When the doctor requested suture to finish the procedure, it was observed that the suture was thin with the risk of bursting at the moment of skin contact. Another like device was used. The product is well sealed with lot, expiration date readable without expiration to date. Apparently good condition. No adverse patient consequences were reported. Additional information was requested.